Event description:
Per the clinic, the patient experienced dizziness and shocking pain at implant site both with and without device use for two years (specific date not reported). The patient was unable to continue using the processor due to worsening of the shocking pain following a fall in which the patient sustained a head impact, approximately two months prior (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device on (B)(6) 2026.